Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A history review of serial number (B)(4) showed no other similar product complaint(s) from this serial number.

Event description:
It was reported unit drop out behavior/pairing. It was stated the dropping out during placement with needle in the tissue (bedside and demo). Drop out upon needle introduction, the pi will drop to zero upon introduction of a recently magnetized needle.